Manufacturer narrative:
(B)(4).

Event description:
It was reported that twice over the time the patient had the implant, he had turned the device off and then back on after "about a week" and felt a "jolt." The patient had turned his device off to compare symptoms with and without the device. The patient stated he was "not reporting a defect," just talking about what happened. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient turned the stimulation back on it "vibrated like the devil" and they turned it down and it eventually went away. The patient's nerves and muscles "flexed" in response and the patient thought they should turn it off again but waited a little bit and it kind of eased up and went away.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va00q5r, implanted: (B)(6) 2012, product type lead. (B)(4).